Manufacturer narrative:
The consumer has reported concerns with mobility, the consumer also reported that the time of loss in relation to implantation was 5 years after prosthetic restoration. The consumer also reported that primary stability & osseointegration was achieved. The consumer also reported that the grafting material used was a nuoss sponge & also xenograft particulate.

Event description:
The consumer has reported concerns with mobility, the consumer also reported that the time of loss in relation to implantation was 5 years after prosthetic restoration. The consumer also reported that primary stability & osseointegration was achieved. The consumer also reported that the grafting material used was a nuoss sponge & also xenograft particulate.